Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results of hi, which on the system indicates a result in excess 33.3 mmol/l, "16.?" Mmol/l, 7.7 mmol/l, and 7.8 mmol/l within 10 minutes. These results were compared to a lab result, the value of which the customer did not remember. No adverse event was reported.